Manufacturer narrative:
Based on the assessment performed the reported type iiib endoleak of the main body. The report of a secondary endovascular procedure; patient condition being stable was not confirmed. Additionally, stent cage dilation (22%) of both main body and the cuff were identified. The most likely cause of the compromised stent graft integrity of the main body (stretched and breached) and the cuff (stretched) is the use of strata material. The final patient disposition and procedure-related harms could not be determined due to lack of medical documentation or imaging. To date there were no reports of further negative sequelae. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. The root cause for the reported event was determined to be device material related. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. A routine follow up computed tomography (CT) showed the patient had a potential type 3b endoleak, the patient was reported to be asymptomatic. The physician completed an angiogram that confirmed a type 3b endoleak. The physician elected to reline the initial implanted devices with an ovation aortic main body and two ovation limbs to seal the endoleak. At the completion of the secondary intervention the patient was reported to be in stable condition. There have been no additional adverse events reported for this patient.